Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The following fields were updated: d9, h2, h3, and h6. The device was returned to olympus for inspection and confirmed the reported event did not occur; therefore, root cause was not determined.

Event description:
It was observed that during the device evaluation, the suction was insufficient on the bronchofiberscope. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reported event was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.